Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-oct-03. It was reported that the patient¿s implantable neurostimulator (ins) battery was discharged when they last met. The manufacturer representative stated that there was something else going on besides the battery. They were also told by the patient that they never made the statement that their device was ¿killing them.¿ since the last meeting, the patient¿s device had their ins charged and there were no other complaints. No further complications were reported or anticipated.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in a vehicle accident and has been in a lot of pain stating "that thing's been killing me". Patient was looking to get in contact with her manufacturing representative (rep) to meet her at the health care professional (hcp) office because she might need an adjustment. Additional information was received from the rep indicating that they have spoken with the patient and are setting up an appointment with them. No further patient symptoms or complications were reported in this event.